Event description:
Customer reported a battery out limit alarm that occurred after a battery change. The blood glucose reading was 245 mg/dl. Customer was unable to clear the alarm. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No battery out limit alarms were noted. All operating currents were within specification. The insulin pump passed the self test. No unexpected battery out limit alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.